Event description:
Patient presented to infusion center for vidaza chemotherapy injection. It is administered via sq [sub cutaneous] route, and the dose is divided into two syringes, so it requires 2 injections into the abdomen. The injection is in an equashield syringe, with closed system transfer device. Staff connected the luer-lock adapter "2" to a sq needle compatible to the pre-mixed syringe that is sent to the department by pharmacy. One of the injections was administered as normal to the right side of the abdomen, however the 2nd syringe, prefilled with the chemo, would not push through the needle into the abdomen. The syringe was removed from the patient, and the equashield luer-lock adapter 2 and needle were changed, and the injection was attempted to be given once again. The medication (again) would not push through the needle. The syringe was again removed from the patient, changed out as described and attempted to be given once again. Patient was "poked" 3 times on the left side of the abdomen for the second half of the dose to be successfully administered.